Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the physician redirected them to a manufacturer representative (rep). The program they used was moved to a different lead. The issue seemed to be resolved for the moment.

Manufacturer narrative:
B3 event date is approximate, year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the therapy is not working. Patient stated that occasionally they will charge the stimulator and maybe every 3 or 4 times they will feel some stimulation but not that much. Patient confirmed that they do not feel the stimulation at all 90% of the time when it is charged. Agent asked the patient if they have tried increasing the intensity of the therapy or changing the assigned group and patient stated that they has tried changing the group and increasing the stimulation to the maximum level and they still feel nothing. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue but patient said the doctor referred them back to the manufacturer. Agent sent an email to the local manufacturer representatives (rep[s]) for visibility.